Event description:
The customer reported that a pin from their device's defibrillation hard paddles assembly broke off inside the therapy connector assembly on the device. With the broken pin stuck in the connector, the user is unable to connect another defibrillation therapy cable assembly for use. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.